Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: straight saw attachment would not tighten. Surgical delay 16-30 minutes. Patient was under anesthesia. It was during bone prep. Case type: (B)(4). Functional inspection: shows that the attachment knob when turned does not move the blade clamp. The failure mode is confirmed. Visual inspection: visual inspection shows normal wear and tear damage to the exterior of the part as well as the cap pin is broken and the ratcheting hub is deformed. See attached picture. The inspection also shows wear marks on the knob from where the knob wrench makes contact. Dimensional inspection: dimensional inspection was not completed as the item has been used and the dimensions and tolerances on the print are no longer an accurate representation of the part. Material analysis: not performed as the failure is consistent with excessive force applied to the knob product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 05/19/2017. Devices manufactured: (B)(4). Devices failed inspection: 5. Nc/npr/qt numbers: qt17-05-0077. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35010417/3501234 shows no additional complaint(s) related to the failure in this investigation. Complaints related to p/n: 212186 will be tracked by trend request# 1191. Conclusion: the complaint of the saw attachment not clamping the blade properly was confirmed. The issue was traced to a cap pin is broken and the ratcheting hub is deformed. The issue was observed during the case and resulted in a 16-30 minute delay, there was no further harm to the patient and the case was completed successfully. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicates there is no nc or CAPA associated with the product and failure mode reported in this event.

Event description:
Straight saw attachment would not tighten. Surgical delay 16-30 minutes patient was under anesthesia it was during bone prep. Case type: (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Straight saw attachment would not tighten. Surgical delay16-30 minutes patient was under anesthesia it was during bone prep. Case type: tka.